Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The arterial needle was not connected to the blood line adequately during a routine hemodialysis treatment. Air was introduced into the arterial line which the operator was unable to remove. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the patient's arterial needle not being connected securely for treatment. The user's guide includes appropriate warnings to tighten and check the patient vascular access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.